Event description:
The patient had a de novo, slightly calcified and slightly tortuous mid left anterior descending, 90% lesion. A 2.5 x 23mm cypher stent was inflated and a balloon rupture was confirmed at 10atms. The stent delivery system was retrieved and post-dilation was conducted with a balloon. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.